Event description:
The customer contact reported the piercing pin of tubing set punctured the blood product container. The tubing set was being used during a training class for the nursing staff. It was reported that after the nurse inserted the piercing pin of the tubing set into the administration port of the blood container, the piercing pin punctured the wall of the blood container. No specific details were provided. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.